Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done to turn implant detection off. The device remains in use with no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no diagnostics were available after an implantable pulse generator (ipg) change out. The battery was initializing while the patient was in chronic atrial fibrillation (af). It was observed that implant detection was still turned on. The device remains in use. No patient complications have been reported as a result of this event.